Event description:
Customer said, he sat down on his walker and wheels collapsed, rolled over backwards out of walker. Walker is a walkabout bariatric 4-wheel rollator, 500lbs weight capacity. Dates of use: (B) (6) 2009, (B) (6) 2010. Diagnosis or reason for use: over weight, need for commuting.